Manufacturer narrative:
(B)(4).

Event description:
It was reported that just before the staff started the surgery, they noticed that the console was damaged like it was dropped. The outer case was pushed in on one side and the seal was broken on the top of the outer case. The pump interface was lopsided as well. They tried to use the machine but it wouldn't pump. Sharp instrumentation was used instead to do the surgery. There was no harm done to the patient. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the device intended to be used in treatment has been returned and evaluated, establishing a relationship between the event reported. Visual inspection reported damage to the console, functional evaluation reported no findings, the damage to the device was observed prior to use, root cause determined to be contact with another source. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. The complaint history file contains related. The IFU for has been reviewed and contains comprehensive guides on the safe operation and use or the device. The associated risk files contain the reported harm or event. With no additional actions necessary. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.